Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 332 mg/dl. The customer¿s blood glucose level was 262 mg/dl at the time of the incident and the current was 332 mg/dl. Patient's other blood glucose value are 300, 290 mg/dl. The customer experienced symptoms such as abnormal gait related to the high blood glucose. The customer does not alleges the pump was under delivery. The customer was treated in the emergency room. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.